Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open liver resection procedure, when the device was fired, the vessel was cut by stapler but it could not closed, however, only a few staples were on the tissue which created an incomplete staple line. The patient lost 3 liters of blood and required 12 units of blood to be transfused. The patient's blood pressure fell excessively. The vessel was sutured to close it. The patient's current status is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one video of the complaint event. The physical device was not returned. Video inspection noted that the loading unit was applied to tissue. Upon retraction of the knife bar the patient began to bleed. Functional testing could not be performed as the physical device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. A review of the device history record could not be performed as the lot number was not reported. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.